Event description:
Customer reported that he can't get the battery to stay in the insulin pump; the battery cap does not screw on. Blood glucose value is 135 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube and battery cap contact. Device received with broken battery cap and battery tube threads, cracked case at display window corners and minor scratched lcd window.